Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase and plasma hemoglobin levels were elevated and the patient had black urine. It was reported that the patient had no clinical history relevant to the event and the patient's inr was therapeutic at the time of the event. The patient was treated with bivalirudin and a pump exchange was performed on (B)(6) 2016 due to suspected device thrombosis.

Manufacturer narrative:
Sections b5, b7, e4, f1, f2, g3: additional information. The referenced user facility medwatch report # 220110000-2016-8009 is attached. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. H3. Not evaluated reason: placeholder.

Event description:
Additional information was received from a user facility report stating: event desc: elderly male with past history for cad (s/p CABG and mvr) with resultant ischemic cardiomyopathy and destination therapy lvad placement. He presented at the hospital at the request of the clinic for elevated ldh and concern for impending pump thrombosis. Pt now s/p pump exchange which occurred seven months after destination therapy placement of first device. Other pertinent info: lvad exchange completed 2/11/16.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of suspected pump thrombosis. A tissue-like thrombus formation was adhered around the inlet bearing cup and inlet bearing ball. The deposition lacked denaturing, but appeared to have formed in laminated layers indicating that it likely developed on the bearings over an undetermined amount of time while the pump was operating. Examination of the rotor revealed a tissue-like deposition adhered at the proximal end of the rotor body and along one of the rotor vanes. The deposition was denatured and showed evidence of lamination. Although the deposition did not appear to originate in this location, it¿s denaturing and structure suggests that it was present during pump operation and potentially originated on the inlet bearings. The observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. The manufacturer is closing the file on this event. H3 other text : placeholder.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of suspected pump thrombosis. A tissue-like thrombus formation was adhered around the inlet bearing cup and inlet bearing ball. The deposition lacked denaturing, but appeared to have formed in laminated layers indicating that it likely developed on the bearings over an undetermined amount of time while the pump was operating. Examination of the rotor revealed a tissue-like deposition adhered at the proximal end of the rotor body and along one of the rotor vanes. The deposition was denatured and showed evidence of lamination. Although the deposition did not appear to originate in this location, it¿s denaturing, and structure suggests that it was present during pump operation and potentially originated on the inlet bearings. The observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. The manufacturer is closing the file on this event.